Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas, with glucose reportedly peaking at approximately 295 mg/dl and remaining elevated for several hours before trending down; the user sought guidance on faster correction and was informed that the system lowers high glucose gradually to mitigate hypoglycemia risk, and subsequent follow-up confirmed glucose at 103 mg/dl with no further assistance requested. Symptoms included hyperglycemia without dizziness, loss of consciousness, diabetic ketoacidosis, or need for assistance. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included complaint intake, user interview, review of high glucose circumstances, and troubleshooting and education regarding insulin delivery and expectations for correction dynamics. Investigation of this case revealed no device alarms or malfunctions reported, no confirmed device component failure, and a cause that remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.